Event description:
Procedure: lap colon resection/diverticulitis. Pt: female. According to the reporter: the surgeon had no intra operative problems. On november 7th the pt was reoperated, a new anastomosis was created and a temporary ileostomy was set. There was a blood loss reported of 300cc. The pt had to remain in the hospital. The temporary ileostomy was removed on eleven days earlier. Pt is in well condition.